Manufacturer narrative:
No product will be returned per customer. The customer complaint of IV tubing set broke could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing set broke during a propofol infusion. No patient harm reported.